Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the tip of device broke. It was unknown if the tip of the device fell into the patient, but it was reported that it was removed. Another like a device was used to complete a procedure. There was no adverse consequence to the patient reported. Additional information has been requested.

Manufacturer narrative:
Conclusion : actual device was returned for evaluation. Visual and functional inspections were performed. The device was returned with the cannula cap detached from the cannula tabs. The instrument was functionally tested and it worked as intended. The device was disassembled and no damages were found on the internal components. It is possible that the cannula cap detached due to excessive forces applied to the device during use.